Event description:
It was reported that during a routine change out of the patient's single chamber pacemaker, their pace/sense lead was abandoned and capped based on the physician's medical judgment and low pacing impedances. A new lead was implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.